Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was in the range of 454 mg/dl and 400 mg/dl. Customer declined to troubleshoot for high blood glucose issue. Customer reported that they also received the critical pump error. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm, hardware low level failures alarm due to hardware error .the critical pump error was able to be bypassed or cleared . After re-initialization, the pump completed the boot up process normally. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.